Event description:
It was reported that the patient underwent an ipg replacement procedure due to the midline placement of the original ipg. The patient was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.